Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reported issues (front panel led would not light up and color bars displayed) occurred due to failure of the cp board (printed circuit board). However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center was having a front panel lighting failure and intermittent image on monitor screen. The issue was found during preparation for use for a diagnostic bronchoscopy, which was completed with similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation regarding the front panel failure was confirmed. The intermittent image was not confirmed, however the device evaluation found a color bar was displayed on screen intermittently due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.